Event description:
It was reported that the epg (external pulse generator) had lines going through the lower display, menu section. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).